Event description:
Before the operation, the surgeon did the test and found the shunt was leaking for unknown reason.

Manufacturer narrative:
The entire shunt system was returned. The returned peritoneal catheter failed patency check due to a tear in the middle. The catheter met all specifications for tensile strength and ultimate elongation testing. The valve was patent and passed siphon reflux and leak testing. The valve ws within specifications for pressure-flow testing. The root cause of the shunt leakage is believed to be the damaged peritoneal catheter. It is unknown how or when the damage occurred. No other noted anomalies were observed. A review of manufacturing records showed no anomalies. The instructions for use that accompanies the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. All of our products are 100% tested at the time of manufacture.